Event description:
A patient reported they have pain when going to the bathroom. They said it was like a urinary tract infection (uti) , but they went to their healthcare provider (hcp) and tests came back negative. Their urine is cloudy and has particles in it like you have if you had a uti. They tried turning stimulation down on (B)(6) 2016 and got a little relief. The pain started back up again the next day, though. They tried turning stimulation off the night prior to the report and took a bladder spasms pill. So far, they had not had any pain, but they said the pill may still be taking effect and they were not certain if turning it off completely resolved the issue. They got the therapy for bladder retention and it was helping their symptoms but the pain was just too unbearable. The patient was not aware of any additional programs and the hcp had not instructed them on it. On (B)(6) 2016 the patient further reported they turned stimulation on the (B)(6) prior and was doing fine, until the day of follow up, it was doing the same thing where it was ramping up and pulsating too hard and hurt so bad. The patient did not want to turn it off again. They discussed turning down the amplitude but the patient was already at .1v. It was reviewed to follow up with their hcp for additional programming. Follow up from the hcp did not provide any additional information. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.